Manufacturer narrative:
The company service representative was able to resolve the reported event remotely with the customer therefore, no onsite service was performed. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a cataract surgery poor aspiration was experienced during phacoemulsification mode. The surgeon tried to trouble shoot by changing out the fluidic management system (fms) pack and obtained a new handpiece, however this did not resolve the issue. The case was completed as expected with only the delay of troubleshooting and exchange of the system.